Manufacturer narrative:
Although the exact patient weight is unknown, the patient was estimated to weigh 80 kg. (B)(4) - non-surgical medical intervention required. (B)(4) - the reported events of stent failed to expand and stent positioning issue. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed and found that the device met all manufacturing specifications. A search of the complaint history for the reported lot number was performed and concluded there were no other complaints reported for the specified lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex fully-covered biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, the patient had a stricture within the proximal common bile duct. An x-ray was performed and the physician estimated the stricture length to be 2cm from the papilla. The stricture was not dilated prior to stent placement. The stent was deployed within the stricture. However, following deployment, the distal end of the stent failed to fully expand and the stent migrated approximately 2-3cm proximally out of the duct. The stent was removed from the patient. The procedure was completed with a 10cm plastic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.